Manufacturer narrative:
(B)(4). The sample was received and the evaluation is complete. During microscopic and gross visual inspections the device was observed to be damaged and attached to another product. Upon conclusion of the investigation, the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation, a damaged partial jic port of an unknown y-set was found to be attached to a uv spike connector. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.